Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the cannula that was in her body was bent and was hospitalized. Customer's blood glucose reading at the time of the hospitalization was 452 mg/dl. Customer reported symptoms of tight throat and stomach and dehydration prior to the hospitalization. Customer's insulin pump was suspended two hours and forty five minutes prior to the hospitalization. Customer was released after tests and advised to drink water. Customer's blood glucose readings were noted to have come down to 289 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. No further information reported.